Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was back flow of blood from the device to patient the following information was provided by the initial reporter. The customer stated: "it was reported that the blood wouldn't go into blood tube and seems to back up and cause hematoma at site. The insufficient blood flow event occurred 10 times. Per email: the customer reports that the blood wouldn't go into blood tube and seems to back up and cause hematoma at site, so when needle extracted blood would spurt out everywhere. The number of patients were about 10 and it was not specified which had the hematoma. None of the patients required any medical attention. (B)(6) 2021 customer states "when the needle is inserted into the vein, the flash is seen, but when the tube is placed in the holder (not a bd product) the blood does not draw into the tube, and there was one instance where pressure built up and caused blood to spurt from the arm and cause a hematoma. There was not blood exposure and no medical attention required for any of the patients. They switched to slbcs and no problems occurred."

Manufacturer narrative:
Investigation summary: bd received 30 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for insufficient blood flow was observed within 3 of the 30 samples in the incident lot. The 30 samples were subjected to a visual for damaged luer parts and no defects were identified. Bd was unable to determine the root cause of the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was back flow of blood from the device to patient the following information was provided by the initial reporter. The customer stated: "it was reported that the blood wouldn't go into blood tube and seems to back up and cause hematoma at site. The insufficient blood flow event occurred 10 times. Per email: the customer reports that the blood wouldn't go into blood tube and seems to back up and cause hematoma at site, so when needle extracted blood would spurt out everywhere. The number of patients were about 10 and it was not specified which had the hematoma. None of the patients required any medical attention. On (B)(6) 2021 customer states "when the needle is inserted into the vein, the flash is seen, but when the tube is placed in the holder (not a bd product) the blood does not draw into the tube, and there was one instance where pressure built up and caused blood to spurt from the arm and cause a hematoma. There was not blood exposure and no medical attention required for any of the patients. They switched to slbcs and no problems occurred."